Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the explanted generator. The device performed according to functional specifications and no eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Good faith attempts for additional information from the physician were made but no further information was received. A battery life calculation was performed which showed 3.21 years until eri=yes.

Event description:
It was initially reported in the patient's clinic notes that she was having an increase in seizures (frequency of the seizures was still below pre-vns levels) and heart fluttering, and the patient had been referred for a prophylactic battery replacement. However, follow-up with the patient's physician indicated that there was no arrhythmia of any kind, just a "kind of muscle spasm" over the generator site with vns stimulation. The office stated the device's diagnostics were within normal limits (no specifics available). No further information could be provided by the office. Later information from the day of surgery, though, indicated that the patient underwent a full revision due to high impedance. The explanted alone generator has been returned to the manufacturer. It is likely that the lead was discarded as it was not returned with the associated generator. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A review of the device's programming history revealed high impedance on the date of explant surgery. No additional relevant information has been received to date.